Event description:
A malfunction was reported on the pump, indicated by malf 12. There was no adverse impact to the customer¿s blood glucose level. The malfunction code was found to be resettable, and the customer planned to call back to perform a pump reset when charging supplies were available.